Manufacturer narrative:
The ca2 reagent lot number was 92646101 with an expiration date of 28-feb-2027. The gluc3 reagent lot number was 92618001 with an expiration date of 28-feb-2027. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found leaky vacuum tubes and replaced them. The module was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned the results for multiple patient samples and multiple assays on a cobas 8000 cobas c 502 module. Discrepant results were provided for 3 patient samples tested for glucose hk gen.3 (gluc3) and calcium gen.2 (ca2). Sample 1 initial ca2 result was 5.3 mg/dl with a data flag. The repeat result was 9.3 mg/dl. "Sample 4" initial gluc3 result was 17 mg/dl. The repeat result was 111 mg/dl. "Sample 5" initial gluc3 result was 40 mg/dl. The repeat result was 91 mg/dl.